Event description:
Boston scientific received information that oversensing of noise was observed on the right ventricular (rv) lead channel which caused approximately 2 seconds of pacing inhibition. The noise could not be recreated and lead measurements were within normal ranges. Boston scientific technical services (ts) discussed reprogramming the pacing threshold to a fixed value may be appropriate. The boston scientific field representative indicated that the physician will continue to monitor the patient through the remote monitoring system. The rv lead remains in service. No additional adverse patient effects were reported. Additional information received confirms that there were no additional adverse patient effects, the root cause of the noise remains undetermined, and no interventions have taken place. The clinic continues to monitor the patient through the remote monitoring system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.